Manufacturer narrative:
UDI / gudid related data quality updates only.

Event description:
Leica microsystems (schweiz) ag received a complaint from tunisia stating that a provido had a loss of illumination during a surgical procedure. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Manufacturer narrative:
This is a final report. A root cause investigation was performed on the actual device. It was determined that the zoom controller board has no power and there is no display on the front of the optics carrier. The motor controller board was also tested and it was found that the board receives power but the focus does not work. Both boards were found to be faulty. Based on the failure described by the fse, the zoom controller board had burned out and therefore had no power and could not operate the optics carrier. A review of the manufacturing and service records did not reveal any issue that could explain the complaint. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no evidence of an adverse trend. The defective zoom and motor controller boards were replaced with new ones.